Event description:
The customer reported that there was a communication failure error message and after a system reboot, the case was completed. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced and the software was reloaded. The system was then found to be operating as intended.